Manufacturer narrative:
It is indicated that the ardis peek implant will not be returned for evaluation. Review of all records for this device and provided information concluded that there is no evidence of a product defect or deficiency. There was no patient impact or delay in surgery indicated, and the surgery was completed with another device. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Event description:
Same case as: 2184052-2015-00097 and 2184052-2015-00099. It was reported that two ardis 9mm inserters would not fully thread into cage. Effort created an enlarged graft hole making cage unusable.